Manufacturer narrative:
Lot #s: w05l0453, w05c3895, w05h1387, h07d2447, w05b4278, h07c2000, h07d2448, d06d1629, w05b4278, w06c0771, w05e5117, w05m4102, w07e1088, w07e1078, w06g2270, w06f1108, w05e6229 visual, optical and functional evaluation did not identify cracked, fractured, or disassembled mas from the associated returned product. Microscopic and sem examination of the set screws revealed pitting present on the set screws where they interface with the mas threads, as well as at the base of the set screw where it interfaces with the rod. Both the mas heads and the set screws are made from a (B)(4). Microscopic examination of the mas and hooks revealed pitting present at the base of the saddle/u-channel where it interfaces with the rod, as well as in the set screw interface threads. The pitted locations are around component interface points. The pitted areas seen under microscopic and sem examination appear to have a striated granular appearance with cubical voids, when viewed under high magnification. These voids are indicative of chemical attack. The pitting seen at these construct interface points, when assembled, would provide crevices which can promote in vivo corrosion. Only the set screws were examined under high magnification via sem, due to sem chamber size constraints. Sem microscopy identified cuboidal pitting /voids seen on multiple set screw rod interface surfaces. Samples appear consistent in location and corroded surface morphology to crevice corrosion. Microscopic examination of mas heads and hooks identified crystallographic pitting in the rod saddle / mas head, consistent in location and surface morphology with crevice corrosion. Stainless steel corrosion resistance is obtained from a passive film which forms in an oxygen rich environment; the presence of large amounts of biological material may have generated oxygen deficient regions, resulting anodic cell development, which would result in the loss of the passive film and eventual corrosion of the material. Additionally, micro-motion of the components may have also contributed by mechanically removing the passive film formed on the stainless steel. No other material signs of wear, cracking, fracture or breakage were identified. The location, pitted surface morphology and structures, and length of time in vivo of the returned implants are consistent with anticipated wear due to crevice corrosion.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that sometime post-op the patient complained of back pain. The patient underwent a revision surgery; all of the hardware was removed from the patient's spine. During removal the surgeon noted possible corrosive residue on the screws, rods and set screws.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.